Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs showed no abnormalities. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities. Additionally, the investigation detected an unreported condition of damage to the 44-pin flex cable. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during prior to a procedure, the device reload cannot be removed. A new adapter was used to resolve the issue. There was no patient involvement. Initial evaluation of the incident is that an analysis of the system log analysis indicated that the handle had multiple unknown resets. There were also missing logs present in the total log file. The back handle housing was removed, there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.